Event description:
It was reported during reprocessing, the ceramic tip of the resection sheath was broken. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.